Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device was alarming for a high temperature alarm condition. The device's outlet flow path thermistor was replaced to address the issue.